Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the home choice device during dwell four of four of peritoneal dialysis therapy. The patient cycled the power to clear the alarm and then attempted to restart therapy using the same supplies. The homechoice alarmed again and the patient was advised to complete therapy using manual supplies. There was nothing found during troubleshooting that would cause or contribute to the system error 2240 alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.